Manufacturer narrative:
Device evaluation: analysis of the returned device identified, the weight was to the spec, an opening on the radius and a crease fold. A visual and microscopic analysis was performed. Which identified ,a crease sharp opening on the radius, wear abrasion and yellow particles in the shell. Base on the device analysis, the final assessment is: a pattern of crease sharp on radius side of opening shell assessed, as fold flaw opening.

Event description:
Healthcare professional reported, right side "rupture". Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Healthcare professional reported right side "rupture". Device remains implanted.